Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotational speed was unstable. A rotalink advancer was selected for use for an atherectomy procedure in the left anterior descending artery. During preparation, the pedal was pressed to rotate the connected 1.25mm burr. Subsequently, the rotational speed was tried to adjust to the set operational speed which is 160,000rpm; the real speed was highly fluctuating at the process of testing. The speed was dropping to 120,000 and then to 160,000 constantly. The console did not indicate any issue. The rota cocktail was dripping properly and the bottle of air was full. A brand new advancer was then used with the same burr and completed the procedure. No patient complications were reported. The patient was stable post procedure.